Event description:
We received an allegation about discrepant results for 1 patient's samples tested with elecsys total psa (total psa) assay and elecsys free psa (free psa) assay on a cobas e801 analytical unit. This medwatch will apply to the free psa assay. Please refer to the medwatch with a1. Patient identifier: (B)(6) for information related to the total psa assay. Sample 1: the total psa result was 0.13 ng/ml while the free psa result was 1.09 ng/ml. The patient questioned the initial result and a new sample (sample 2) was drawn and tested on (B)(6) 2025 resulting in a total psa value of 0.07 ng/ml and a free psa value of 1.52 ng/ml. Sample 2 was then sent to a different laboratory where it was repeated on an abbott alinity system resulting in a total psa repeat value was 0.28 ng/ml and a free psa repeat value was 0.035 ng/ml.

Manufacturer narrative:
The total psa reagent lot number was 80116901 with an expiration date of 31-oct-2025. The free psa reagent expiration date was not provided. The cobas e801 analytical unit serial number was (B)(6). The sample was requested for investigation on 17-mar-2025. The preventive maintenance was last performed on 22-aug-2024 including an assay performance check and an exchange of the measuring cells. The investigation is ongoing.

Manufacturer narrative:
Sample 2 was received for investigation on 13-may-2025. The investigation confirmed the result for the elecsys free psa/total psa ratio of >1, which was alleged by the customer. The fact that the added amount of psa antigen was found at 99% in a reference sample, but only at 77% in the sample in question, was consistent with the presence of an interfering substance in the patient sample. The investigation did not identify a product problem. The cause of the event was due to an interference in the sample.